Event description:
It was reported that the pump was removed shortly after implant due to a staph infection. Per the patient the catheter was still implanted. No drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the staph infection from the pump explant had resolved. Patient had been living in pain every day since the explant.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l80324, implanted: (B)(6) 2000, product type catheter. (B)(4).